Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. Physical samples were received by our quality team for evaluation. Twenty of the samples were sent for visual inspection and testing. The samples showed uniform silicone distribution, with no evidence of the reported defect related to excess. Additionally, a lubricant presence test was performed, and the results were within specification, therefore the samples are deemed compliant. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause was not determined as the silicone in the syringes was within specification. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
As per the investigation findings, the silicone was noted to be within specification.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had silicone visible. The following information was provided by the initial reporter: material: 309657, batch#: 4261474. Verbatim: rcc received a complaint via email. Email(s) attached. Prod has excessive lubrication: item#: 309657.